Event description:
Hospital advised this pump overinfused during the night. Three channels were running at the time of the incident, the rates were set at 35 ml./hr, 3.8ml/hr and 5.2ml/hr. No additional information was provided by the hospital describing the event. Hospital indicated they suspect user error. There was no pt consequence.